Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via mammography and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture was received on january 29, 2025 with lot number 2895853. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported intracapsular rupture diagnosed via combined mammography and ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported intracapsular rupture diagnosed via combined mammography and ultrasound. This record is for the left side. Device has been explanted.